Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported no aspiration during vitrectomy-retinal surgery. A new pak was opened and surgery was completed. There was no adverse effect.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the report indicates the cassette and probe passed priming and calibration before use. The returned probe was visually inspected, and we observed a particle within the probe aspiration tubing just past the probe engine. Light fibers approximately 2.4 millimeter in length were observed. The particle was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir), the fiber was identified as polyester. This particle is not consistent with any debris that would originate from the probe or any component within the pak. We also could not understand how the fiber would have made it passed the smaller opening of the probe and/or would not have been cut to pieces by the cutter prior to entering the aspiration line. The investigation could not conclusively determine how the particle entered the tubing area just below the probe engine. The sample was tested and no fluid could be vacuumed by the probe. The particle was removed and retested and the probe passed the aspiration flow rate test. As described, the probe did pass fluidics calibration during setup of the device. While the source of the customer's complaint is related to a bolus of polyester within the aspiration tubing of the probe, we could not conclusively determine when or where the debris originated from, the root cause is unknown. After investigation of this complaint no corrective action is required at this time as root cause is not known. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).